Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of rapidlok for fastening, the surgeon experienced a series of deployment failures that led to a partial menisectomy for remedy. It appears that the two fasteners utilized did not deploy within the meniscus; the fasteners were removed and the surgeon turned to performing a partial menisectomy. The procedure was concluded successfully without further issue or harm to the patient. The applier was discarded at the user facility. Also see associated mdrs 1221934-2011-00374 and 1221934-2011-00376.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of rapidlok for fastening, the surgeon experienced a series of deployment failures with the rapidloc devices. It appears that during this procedure, the surgeon observed that the meniscal tear was greater in actuality than his original assessment had been and was not able to be repaired using fasteners. At this point the surgeon the surgeon performed a partial menisectomy at the area of the gross tear. The menisectomy was not a result of device issues, but rather a function of the size of the tear of the meniscus. This procedure was concluded successfully without further issue.

Manufacturer narrative:
Further detail and information received indicate this issue to not be a reportable event.